Event description:
It was reported that a folfusor ruptured during storage. The device was filled with fluorouracil. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured 26 aug 2013 - 27 aug 2013. Evaluation summary: the device was received for evaluation. Visual inspection revealed that the bladder was ruptured. A microscopic inspection of the bladder revealed markings on the exterior surface of the bladder near the rupture line. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.